Event description:
Provider states that the end user lost two bolts that attach seat bracket to the seat and ripped the entire wood portion on the seat assembly out. End user alleged he was thrown on the floor, but no injuries allegedly. Provider confirms end user has no injuries.